Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 399960, lot# v017265, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient experienced a loss of therapeutic effect with acute pain. The lead was not working properly, one of the leads were dead. She experienced pain in her middle and lower back, legs, shoulder and hip because of the lead not working. She has scoliosis which was determined about a year ago. Some testing was done and ¿doing a new wire¿ was mentioned but nothing was done about it. She wanted to find a new health care provider (hcp) that would help her. There was also a communication problem, the ins was over-discharged. Patient compliance was the primary reason for the over-discharge. She was down in (B)(6) and did not have her programmer with her. She may fly back to get it. The last time any stimulation was felt and the last successful recharging session was over 12 months ago. Additional information has been requested.